Manufacturer narrative:
.

Event description:
It was initially reported by the patient¿s mother that his vns setting changed after going through a body scanner. The patient had been kept there for a while and had been ¿swiped¿ with the security wand multiple times. When the patient left his voice had a constant ¿trill¿ but it has been more normal. The patient now reports that their voice no longer has a ¿trill¿ when they swipe their magnet. The mother later reported that the patient¿s signal frequency was at 15 hz when it had previously been set to 20 hz. Attempts for additional information have been unsuccessful.